Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever, diarrhea and cloudy effluent. The cause of the event was unknown. The same day the event onset, the patient was hospitalized for two days and treated with vancomycin injection (1gm,intraperitoneal,every 6th day, discontinued) and ceftazidime injection (1gm,intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.